Event description:
The customer reported that he had accidentally used the binaxnow covid-19 antigen extraction reagent bottle as an eye dropper. The customer informed that his eye were red but was not sure if it was the 5 minutes of washing it in water and rubbing it. The customer requested ingredient list for extraction reagent.

Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the reagent safety data sheet (sds).